Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead experienced dizziness and pre-syncopal episodes. The patient reported that this occurred when working near sources of electromagnetic interference (emi). The patient was seen for follow up. The rv lead was programmed at 2.0 volts (v) at 0.2 milliseconds (ms). The rv threshold was checked and the lead was not capturing at the programmed threshold. The output was reprogrammed to 4.0 v at 0.7 ms. The patient then complained of feeling their chest pounding. There were no additional adverse patient effects reported. The system remains in service.